Event description:
Reporting status: serious injury/medical intervention reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while implanting a pixel stent in the mid left anterior descending artery (lad), which was tortuous and moderately calcified, a dissection happened at proximal region of the stent, a ml zeta stent was used to treat the dissection. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering concluded that dissection is listed in the IFU as a known potential adverse event associated with coronary stenting procedures. Additionally, dissection is addressed in the no-fault risk assessment as a post-procedure complication. The IFU mentions that, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." In this instance, although, there is no indication of a product quality deficiency, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.